Manufacturer narrative:
Unit power up properly after battery installation; unit received with operating currents within specification. No unexpected low battery alarms noted. Unit alarmed button error followed by intermittent buttons due to corroded keypad traces. Unit received with cracked case at display window corners, reservoir tube and belt clip slot. Unit received with minor scratched display window. Unit received with stained end cap sticker.

Event description:
Customer reported via phone call to have received a button error alarm after buttons stopped responding. Customer reported that insulin pump was exposed to sweat. Customer's blood glucose was 289 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.